Event description:
The customer stated his blood glucose readings were not stored in the memory of the contour next. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.